Event description:
Olympus received a voluntary report (mw5039832) which stated that "during a bronchoscopy,spring from ebus needle broke off. Upon examination, a metallic object was appreciated in the right mainstem-bronchus. Upon further investigation, this was found to be the spring from the needle of the ebus scope. Forceps were used to retrieve this needle. There was no complications or damage to the bronchus." Olympus followed up with the user facility to obtain additional information and was informed that there were no issues with the ebus scope and the needle had been discarded. It was reported that the patient was doing well after the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure. The exact cause of the reported event could not be conclusively determined at this time. If any additional information becomes available this report will be supplemented.